Manufacturer narrative:
One 1ml s/t syringe with safetyglide needle inside an opened blister package was received. The package was confirmed to be from batch #8355914 (p/n 305903). The sample was visually evaluated. The barrel was observed to have major damage to the tip and barrel roof area near the zero line on one side. The damage appeared to be a deep scratch mark and is rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8355914 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd safetyglide¿ insulin syringe with attached needle the syringe was broken. The following information was provided by the initial reporter: broken syringe.

Manufacturer narrative:
PMA/510(k)#: k980580(syringe), k951254(needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd safetyglide¿ insulin syringe with attached needle the syringe was broken. The following information was provided by the initial reporter: broken syringe.